Event description:
A pt had alleged that in august 2002, following a laparoscopic hysterectomy for endometriosis and women's problems where integrel had been used, she has experienced pain, chronic itching, skin rashes, and other issues. At this point, the pt has had no further treatment for her symptoms. Despite repeated attempts by ethicon to contact the pt, no further info has been received.